Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an automated impella controller (aic) error occurred while supporting a patient implanted with an impella cp device along with venoarterial extracorporeal membrane oxygenation due to an acute myocardial infarction/cardiogenic shock. The aic was successfully exchanged. There was no report or indication of patient harm or interruption of support which is still ongoing.

Manufacturer narrative:
The investigation has been completed. The console logs from the reported day of event are consistent with the complaint and showed multiple recurring controller error alarms due to pmd voltage out of spec, that self-resolve immediately but keep repeating. During testing, the issue was reproduced. Power was delivered to impellatronic by the power battery manager and was verified to be within specification. Replacing the impellatronic board with a known-good one resolved the issue. The cause of the aic issue was a defective impellatronics board.